Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. The omnipod¿s user guide warns to "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab and keep sterile materials away from any possible germs," and ¿if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.¿ it advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported that after wearing the pod on her arm she noticed a burning sensation, the site was red, itchy and that it was warm to the touch. Her blood glucose was reading between 200 to 250 mg/dl. She went to see her doctor who diagnosed her with cellulitis. She was treated with a shot of antibiotics and oral antibiotics cephalexin. During the call she stated that she was doing fine with no further issues.